Event description:
The customer observed higher than expected vitros glu results obtained for two samples from the same patient run on a vitros 4600 chemistry system. Sample 1 = >625 mg/dl versus expected 52 mg/dl.sample 2 = 580 mg/dl versus expected 124 mg/dl.biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported outside the laboratory and there was no allegation of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as multiple devices were involved.(B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros glu results were obtained for two patient samples run on a vitros 4600 chemistry system. The investigation was unable to determine a definitive root cause. However, improper sample processing cannot be ruled out as a contributing factor. The investigation determined that the vitros 4600 chemistry system was operating as expected at the time of the event. There was no evidence of a vitros glu reagent malfunction based on review of recent quality control data and pre-service glu precision test results. Outside of the two patient samples in question, no further issues have been noted with vitros glu performance at this customer site.